Manufacturer narrative:
Correction: section h6- the health effect - impact code should have been 4629-device repositioning or replacement, 4610-inadequate/inappropriate treatment or diagnostic exposure, and 4605 - disruption of subsequent medical procedure rather than 4610-inadequate/inappropriate treatment or diagnostic exposure, and 4605 - disruption of subsequent medical procedure only.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000120867. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's ipg was unable to be set to MRI mode. Diagnostic testing revealed that one of the patient's leads had high impedances. Moreover, it was also reported that the patient experienced discomfort at the ipg site due to the patient losing a lot of weight. It was also reported the patient had a fall. As a result, surgical intervention was undertaken on 16apr2024 wherein both leads and the ipg were explanted and replaced to address the issue. It is unknown which lead had high impedances.